Event description:
The patient reported while charging the unit, he/she began to smell melted plastic and burning evidence showed the charging port overheated and burnt. No reports of injury was received. Medical intervention was not required.